Event description:
The facility representative reported a flo-gard infusion pump with a lock that does not close. It is unknown when this event occurred; however, the condition was reported to have occurred in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump in which the lock does not close was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a damaged door latch. The door latch was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.